Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's lead and ins (implantable neuro stimulator) were replaced due to showing >4k ohms on electrodes #1 and #2. The pt wanted the lead to have analysis done on it after it was explanted. The physician who performed the surgery did not return to lead to the MFR for analysis as nothing appeared to be defective and the lead was going to be damaged by the explant process. The pt noted that one of her electrodes failed after 1 year, a few months later another failed. Add'l info was requested.